Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspect the system onsite and checked the image disk problem. A review of the system logfiles found that the ippc disk bay board. Upon troubleshooting actions, fse host pc, ippc and hard disk, and performed system software. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
Philips has received a remote alert that an image disk problem was detected. No harm was reported to philips. Philips has started an investigation of this complaint.